Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: complaint 1 of 4: (B)(4) - MFR 2027111-2024-00942, complaint 2 of 4: (B)(4) - MFR 2027111-2024-00946, complaint 3 of 4: (B)(4), complaint 4 of 4: (B)(4). Please note: complaints (B)(4) were created to account for the two incidents reported on 20nov2024. These two complaints were provided as examples to the original report stating, "there's been a run on the dilating beads migrating causing the bag to not stay closed. It's been happening periodically over the past couple months. One time lost a tube and had to open another to retrieve." Account manager reports two additional incidents in which inzii products malfunctioned. It was reported that in one case, bile leaked as the specimen was pulled through the incision. In another case, a tube fell out and could be related to cd003. The staff and doctor acknowledged that there¿s been no issues with the cd001 until recently. Additional information obtained from account manager on 20nov2024 via phone case complaint (B)(4): the procedure was a laparoscopic cholecystectomy. The device was a cd001. The event date is unknown. The lot number is unknown. Bile leaked while the specimen was pulled through the incision. Per hospital policy, none of the devices will be returning back to amr. Intervention: ni. Patient status: no injury or illness occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: complaint 1 of 4: (B)(4) - MFR# 2027111-2024-00942 complaint 2 of 4: (B)(4) - MFR# 2027111-2024-00946 complaint 3 of 4: (B)(4) - MFR# 2027111-2024-00949 complaint 4 of 4: (B)(4) - MFR# 2027111-2024-00948 please note: complaints 2024-002876 and 2024-002877 were created to account for the two incidents reported on 20nov2024. These two complaints were provided as examples to the original report stating, "there's been a run on the dilating beads migrating causing the bag to not stay closed. It's been happening periodically over the past couple months. One time lost a tube and had to open another to retrieve." Account manager reports two additional incidents in which inzii products malfunctioned. It was reported that in one case, bile leaked as the specimen was pulled through the incision. In another case, a tube fell out and could be related to cd003. The staff and doctor acknowledged that there¿s been no issues with the cd001 until recently. Additional information obtained from account manager on 20nov2024 via phone case complaint (B)(4): the procedure was a laparoscopic cholecystectomy. The device was a cd001. The event date is unknown. The lot number is unknown. Bile leaked while the specimen was pulled through the incision. Per hospital policy, none of the devices will be returning back to amr. Intervention: ni patient status: no injury or illness occurred